Event description:
It was reported that the ventilator was not ventilating the patient. The ventilator was set-up to the same settings as the hospital ventilator. The ventilator was turned on and all the functions were working correctly. When the patient was placed on the ventilator, the paramedics noticed that the patient's etco2 had sharply increased and his spo2 had decreased. The patient was disconnected from the ventilator and was placed back on the hospital ventilator. It was also reported that the ventilator periodically freezes during power up and has to be reset to be able to power up the unit. No patient harm reported.